Manufacturer narrative:
Device trace download analysis confirmed the device alarmed low battery alert and power loss alarm. The power management tool confirmed low battery alert and power loss alarm was triggered when the backup battery unloaded voltage was less than 3.7 volts for consecutive minutes due to non-sleep anomaly software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed replace battery now without prior low battery alarm. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. There is no indication of issue being resolved. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is not expected to be returned for analysis.